Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received on (B)(6) 2025 stated that the patient went into the clinic and was evaluated while connected to a grounded patient cable. The patient said that they still felt light shocks with their forearms when they touched the two little metal screws on their controller. It was recommended for the ungrounded cable to be continued to be used at home. More log files were sent for review. There were no unusual events recorded in the event log file history. The recorded data indicated that the mcs equipment had operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to clinic last week complaining of tiny electrical kicks that they could feel. The system controller was exchanged due to damage around the driveline connection on the system controller. The patient returned to clinic on (B)(6) 2025 as they were feeling the electrical kicks from the controller cover screws. They reported that the shocks only occurred while connected to wall power. When the patient was connected to wall power at the clinic they were still able to feel the electricity, however the clinicians were not able to. Following review of the submitted log files, it appeared there were no unusual events recorded in the log file event history. Tech services recommended that they try replacing the mobile power unit (mpu). The mechanical circulatory support (mcs) equipment appeared to have operated as intended. Additional log files were submitted from the previous system controller exchange the week prior. Following review of the log files by tech services, it appeared that the patient was connected to the power module for about 18 hours and there were no unusual events during that time period. The sensation the patient reported was not interfering with the pump or peripheral equipment operation. The periodic log also appeared normal. There were no unusual events recorded in the log file event history. The patient was hooked up to the power module at the clinic and still experienced the shocking sensations. The patient was noted to have been pacemaker dependent so they could not turn off the device. The was implanted pre-left ventricular assist device (lvad) implantation. The power modules were hospital owned and were not withheld from service due to the patient experiencing the issues with all forms of ac power. The shocking sensation occurred while connected to 2 hospital owned power module patient cables and the cable attached to the mobile power unit. Tech services recommended that the patient be put on an ungrounded cable with the power module to see if that made a difference. The patient was switched to an ungrounded cable with the power module, which appeared to have resolved the issue. The patient claimed they did not experience any additional shocks. The customer had the 1 controller that the event originally occurred on. The other 2 controllers, one of which was brand new, became their primary and backup controllers. Because the issue occurred on all 3 controllers, no additional controllers were exchanged besides the original. During the shocking events, the patient placed the controller with the backplate against the underside of either arm holding the controller against that area with their other hand. The patient claimed that they could feel it more on the underside of their right arm than on the left in that position. The patient's driveline exited out the right side as well. The patient claimed at home when they were undressed, any place the controller touched bare skin they could feel the shock sensation. The shocking sensation was primarily felt from the two upper screws on the backplate closer to the power leads and driveline connection of the 2nd and 3rd controllers. Sometimes the sensation only came from one of the screws and was much lighter prior to the ungrounded cable. The patient also reported feeling it close to the driveline connection on the original controller and the side of the controller at the loop hole nearest the driveline connection of the 3rd controller. The shocking sensations occurred on 3 different sources for ac power and 2 different locations including the patient's home. The site confirmed that the shocks only occurred while connected to wall power. No specific issue was determined for the cause of the electrical shocks. Imaging was performed, which was unremarkable. The patient was deemed "status quo" as they were monitored for 48-72 hours inpatient while on the ungrounded cable/power module with no issues of further shocks. The plan was to continue to monitor.

Event description:
Additional information received on 27may2025 stated that the patient received no shocks since being on the ungrounded cable. The system controller and driveline that the patient was currently on appeared to be in good condition. The electrical tape that was covering the screws was removed. New log files were sent for review. The log file captured 126 pulsatility index (pi) events on 27may2025. These events were considered routine. There were no other unusual events recorded in the log file event history. The mcs equipment appeared to have operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged outer jacket on the modular cable was confirmed via visual inspection of the returned cable. The modular cable passed insulation testing and was able to support a mock circulatory loop for an extended period without issue. Log files were reviewed and no indication of an issue with the modular cable were found. The root cause for the damage was not able to be conclusively determined via this investigation. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. Heartmate iii instructions for use (rev. C) section 2 - ¿system operations¿ and heartmate iii patient handbook (rev. D) section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.